Event description:
Reportedly, following patient death, the office of the medical examiner have requested that the pacemaker be interrogated, tested for accuracy. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, following patient death, the office of the medical examiner have requested that the pacemaker be interrogated, tested for accuracy. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
Explantation date corrected (B)(6) 2015.